Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of (B)(4).

Event description:
The dentist reported that 2 months after the dental implant was installed in patient's maxilla it was verified its non-osseointegration . No further information was provided.